Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and battery issues. Blood glucose level at the time of the incident was 500 mg/dl and treated with a bolus. Customer stated the insulin has been going through batteries and they received a replace battery now alarm without getting a low battery alert. Customer also reported that they were hospitalized multiples times as they run out of supplies. Customer completed troubleshooting for battery issues. The insulin pump will be replaced and customer agreed to return the product for analysis. Frn reservoir unknown.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery now alarm. The power management tool confirmed power loss alarm and replace battery now was triggered when the backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on  electrical board , the pump was monitored and functioned properly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.